Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than a year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The customer reported a malfunction/ventilation interruption which could not be proven neither by the logfiles nor the service engineer himself. The root cause of the reported problem could not be determined. In consequence also the correction of the reported problem could not be determined. There was no patient or user harm reported.

Event description:
Dear (B)(6) , a set of t1 s/n (B)(6) was reported that the ventilator turned off automatically (no display, the display turn black) and triggered a buzzer sound continuously, the buzzer sound can't be stopped although unplug the ac ,even ejected the batteries. When I went to the site, the ventilator was normal again and no such issue happened again as reported. Under this situation , what remedy work should I do to prevent this happening again? Best regards rocky service engineer legend master.